Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, the fiber tip broke. The procedure was completed with another device without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber showed that the fiber and connector were in good condition. The visual analysis could not find any fiber break; therefore, the complaint was not confirmed. The fiber was functionally tested with the hene (helium-neon) laser fixture, no signs of breakage along the length of the fiber. The fiber was tested using the forward firing test fixture, the rate resulted below the threshold for potential patient harm. There were two fiber cards returned and analyzed. It ws no possible to identify the card that belongs to the fiber reported, however, both fiber cards indicated that the fiber was not expired, was recognized and fired. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. The investigation is assigned a conclusion code of no problem detected. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported event of fiber break as analysis did not identify breaks along the fiber.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, the fiber tip broke. The procedure was completed with another device without patient complications.